Event description:
It was reported that a patient died due to injuries sustained while being scanned on an (B)(4) 4 nuclear medicine system.

Manufacturer narrative:
On (B)(6), the day of the event, a ge representative was allowed into the room in which the device is installed. The ge representative was allowed to be in the room for about 15-20 minutes only to take photos. Since (B)(6) event, requests to access the equipment for investigational purposes have been denied by the department of veterans affairs. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.